Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue needle to cuff miss was confirmed as a link separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the moderately to severely calcified right common femoral artery was attempted with two proglide devices after an interventional iliac stenting procedure using a 6f sheath. Reportedly, a cuff miss occurred with the first device. With the second device, an unexpected sound was heard while removing the plunger. Some resistance was felt while attempting to remove the device from the patient anatomy. The device became stuck and a nick and spread was performed to remove the device. Upon removal, it was found that the foot broke; the suture was wrapped around the separated piece, thus allowing for complete removal of the device from the patient anatomy. All the pieces and components of the device have been accounted for. Manual compression was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide device referenced in b5 is filed under a separate medwatch report number.